Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bopt5485, (3i t3® tapered implant 5/4 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was returned with no apparent damage that would cause or contribute to the reported events. Measurements match drawing.. Functional testing to recreate the reported event could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022071426. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022071426 for similar events and no other complaint was identified. Review completed utilizing keywords: perforated sinus & infection the customer did not submit images for the reported events. IFU review: documents reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Information identified: warnings contraindications precautions adverse events based on the investigation and risk management file review the most likely root causes determined from the investigation are patient factors and improper techniques. Refer to attached summary investigation for infection therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. E1: reporter first/given name unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced infection and sinus perforation at implant tooth site #3, with associated abscess and inflammation. Therefore, the implant was removed.